Event description:
The user received a discrepant calcium result for one patient sample. The initial result was 4.3 mg/dl, repeat results were 11.2 and 11.3 mg/dl. The initial result was not reported. The calcium reagent lot number was 61828901. The field service representative found the rinse mechanism water dispense was very low causing residual water to accumulate as a drop in top edge or corner of the reaction cells. Intermittently this drop would fall into a cell in use; diluting the assay. He cleaned and adjusted the regulator valve for the cuvette water dispense, confirmed the fill and evacuation function and inspected all water supply and vacuum tubing. To verify the analyzer operation, he observed proper analyzer function during a total system qc run. All qc results were in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.